Event description:
During the removal of an acoustic neuroma, the device was being used as a monitor. The surgeon severed the facial nerve. It was reported that the device did not provide a response at the time the nerve was severed.